Event description:
It was reported that the customer went to the emergency room (ER) due to experiencing a low with a blood glucose (bg) level of 19-20 mg/dl; treatment was administer by a health care provider to address the bg. Customer was discharged from the ER within 12 hours with the issue resolved and no permanent damage sustained. Additionally, it was reported that the touchscreen was unresponsive. The pump was restarted to address the issue and customer subsequently forgot to resume the continuous glucose monitoring (cgm) session. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.